Manufacturer narrative:
The customer returned the test strips. The meter was not returned. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1: master lot: 2.7 inr. Donor #1: customer strip and retention meter: 2.7 inr. Donor #2: master lot: 2.6 inr. Donor #2: customer strip and retention meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter complained of erroneous inr results when her mother tested on her coaguchek xs meter with serial number (B)(4). The customer tested on her meter at 7:56 am and obtained an inr result 2.4 inr. Thirty minutes later the result from the laboratory using the dade innovin method was 1.9 inr. It is not known which result was believed to be correct. The doctor made no changes to the customer's warfarin/coumadin dose. The customer's therapeutic range is 2-3 inr. No adverse event occurred. The customer is "feeling as well as can be expected." The customer does not have anemia or polycythemia. The customer does not take any heparin or direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The meter and test strips have been requested for investigation. Replacement product was sent. Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed within specification.